Event description:
Dealer advised the end user was using the hemi walker to assist in getting out of bed and one of the short side legs bent and broke nearly in half near the bottom at one of the screw holes. When this happened, the other short side leg also bent, but, did not break.